Event description:
Reporter called on behalf of her mother who has rec'd the er1 message on occasion. Reporter stated her mother retests until she gets a blood glucose value result. Reviewed technique using color chart for comparison.